Event description:
Per clinical review: the manufacturer's clinical specialist attempted numerous times to contact several individuals at the user facility's site to gather additional information, without success. The team had an incident with their six inch roller pump in the cardioplegia (cpg) position. The complaint data states this occurred on (B)(6) 2021, but the log data available states that this occurred on both (B)(6) 2021 and (B)(6) 2021. The information available per the field service representative (fsr) is that the perfusionist received underspeed error message during the case. The team was using a dual-sized cpg tubing kit at low rotations per minute (rpm). The perfusionist believes there was about 90 minutes between doses and when they attempted to rotate the pump for the next dose they received an underspeed error message. The 90 minutes is a clinical protocol. The team opted for a replacement pump, and also got an underspeed message. The fsr discussed over-occlusion with a cpg kit with the end user. There was slight delay in the delivery of cpg due to the change out of the unit. There was no harm or blood loss.

Manufacturer narrative:
Per data log review: it was reported the cpg pump was getting underspeed errors. The cpg pump was replaced and the replacement pump also got underspeed errors. The complaint indicates the issue occurred on (B)(6) 2021 but the log indicated the issue possibly occurred on (B)(6) 2021. (B)(6) 2021: cpg (large roller module); 12:53:46 perfusion screen opened; 13:46:04 large roller cpg started; 13:47:23 underspeed (head < demand); 13:47:39 underspeed (head < demand); 15:37:52 underspeed (head < demand); 15:38:24 underspeed (head < demand); 15:38:39 underspeed (head < demand). Cpg was replaced with another large roller pump at 15:43:19; 15:44:54 underspeed (head < demand). The next time the system was used on (B)(6) 2021, the large roller module had two more underspeed events. The log confirms the complaint. This behavior can be caused by over occlusion or improper tube-set routing.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint is for the message on the first roller pump. Per the field service representative (fsr) the large roller pump was assigned as a cardioplegia pump, running a dual sized tubing kit on low revolutions per minute (rpm). The perfusionist believes there was about 90 minutes between doses and when they attempted to rotate the pump for the next dose, an 'underspeed' message displayed. The pump was changed out and the same message appeared. The fsr was unable to duplicate the issue. The roller pump passed all release/verification testing. The fsr provided the user facility with an electronic copy of the instruction for use (IFU) and highlighted the page that discusses the possibilities of when and why an 'underspeed' or 'pump jam' message could occur. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump displayed an 'underspeed' message. As a result, an alternate device was employed and the same message was displayed. The surgical procedure was completed successfully. There was a delay, no blood loss, nor adverse consequences to the patient.